Event description:
The customer reported the image of the endoeye flex deflectable videoscope was compromised when angulating the scope. The event occurred during a therapeutic laparoscopic inguinal hernia repair procedure. The procedure was delayed about 10 minutes to exchange the scope. The procedure was successfully completed. A leak test and visual inspection was completed prior to the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the image disappeared during angulation in the right/left direction due to damage on the charged coupled device (ccd) unit. Also, a e216 scope communication error message occurred due to dirt on the electrical connector of the video plug. The report is being submitted due to failures found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the bending section cover adhesive was chipped, the video connector was cracked, and the bending section cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue during angulation and the observed e216 communications error could not be determined, however, the issue was likely the result of the image sensor cable buckling and the bending being crushed. The root cause of the cable buckling was likely due to excessive stress such as excessive twisting or bending. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.